Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received unspecified high sensor scan result and experienced symptoms descried as "soft spot, white tongue, asleep, can not stand, hard to speak and co-ordinate things". Customer was unable to self-treat and required treatment of sugar and liquid glucose provided by a third party. Sensor readings of 91 mg/dl, 177 mg/dl, 202 mg/dl and 177 mg/dl were obtained and compared to adc meter readings of 46 mg/dl, 133 mg/dl, 166 mg/dl and 80 mg/dl respecyively. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received unspecified high sensor scan result and experienced symptoms descried as "soft spot, white tongue, asleep, can not stand, hard to speak and co-ordinate things". Customer was unable to self-treat and required treatment of sugar and liquid glucose provided by a third party. Sensor readings of 91 mg/dl, 177 mg/dl, 202 mg/dl and 177 mg/dl were obtained and compared to adc meter readings of 46 mg/dl, 133 mg/dl, 166 mg/dl and 80 mg/dl respectively. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.